Event description:
Surgeon removed stem due to head falling off.

Manufacturer narrative:
An event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual. Functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon removed stem due to head falling off.

Manufacturer narrative:
An event regarding stem due to head falling off (disassociation) involving a lfit v40 cocr head that was mated with accolade tmzf stem the event was not confirmed. Method & results: -product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. -medical records received and evaluation: not performed as no medical records medical records or x-rays were made available for evaluation. -product history review: a review of the product history records could not be performed as lot information was not provided. -complaint history review: a complaint history review could not be performed as lot information was not provided. Conclusions: although the lot code was not provided, the device description of size and offset, the 2007 date of implant and reported failure mode, suggest that the device is in scope of the lot specific voluntary recall ra 2016-028 which was initiated for the lfit v40 cocr heads. The subject device has been identified to be within scope of the nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Surgeon removed stem due to head falling off.